Event description:
The customer reported that during a biliary drain procedure, the system stopped exposing and displayed filament error. Another c-arm was used to complete procedure. There was no injury to the pt.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.